Manufacturer narrative:
UDI number: ni. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports: 3012447612-2018-00795, 3012447612-2018-00796, and 3012447612-2018-00846.

Event description:
It was reported that three pedicle screws broke while being installed during surgery. They were removed and replaced with alternative screws to complete the procedure without reported patient impacts. This is report three of three for this event.

Manufacturer narrative:
UDI: (B)(4). Additional information: (methods, results, and conclusions) - the returned screw was examined. A functional examination found that the screw has lost smooth motion as the tulip head is articulated around the screw shank. The cause for the loss of smooth motion is likely due to the support ring becoming deformed within the tulip head housing. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Event description:
It was reported that three pedicle screws broke while being installed during surgery. They were removed and replaced with alternative screws to complete the procedure without reported patient impacts. This is report three of three for this event.